Event description:
A customer lacerated her forefinger on the well wash level sense tooth while performing routine maintenance on the eci analyzer. The laceration did not require stitches. There was no immediate harm to the subject as a result of this event.